Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Clipping on a staple line. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # k90p0y, expiration date: 02/2018, manufacturing date: 03/2013.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, both devices were scissoring clips. The surgeon was clipping over a staple line. A third device was used to complete the procedure. No adverse consequences reported.